Event description:
It was reported that the patient had a broken mobile power unit (mpu). Although they changed out the mpu batteries, the problem did not resolve. When attached to a testing loop at the clinic, the mpu gave a ¿connect power" message. When the testing loop was connected to a different mpu, however, no such message appeared on the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Main investigation conclusion: the reported event of a ¿connect power¿ alarm was confirmed via evaluation at the service depot. The mobile power unit (mpu) (s/n: (B)(6)) was returned to the service depot for analysis and the reported event was verified. The unit was powered on and connected to a test mock loop and the test controller alarmed for no external power immediately. The reported issue was isolated to the patient cable. The cable was replaced and a functional check was performed and passed. Preventative maintenance was performed and the cable was forwarded to ppe for further analysis. Further analysis of the returned cable confirmed the reproduced alarm. The cable underwent insulation and continuity testing and passed. The cable jacket was stripped and submerged into a saline bath for high potential testing. The test revealed current leakage in the gray wire, rsoc line, and a cut was observed. A root cause for the reported event was determined to be a cut in the rsoc line of the mpu patient cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 patient handbook, rev. D, section 2 - ¿how your heart pump works¿ cautions the user to never twist, kink, or sharply bend the mobile power unit patient cable, as it may cause damage to the wires inside. Heartmate 3 instructions for use, rev. C, section 4 - ¿system monitor¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.